Event description:
A customer reported that during lasik surgery, there were intermittent failures, meaning that the system stopped and started suddenly. The surgery was completed with the same equipment and there was no pt harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).